Manufacturer narrative:
No analysis is available; the device has been received but evaluation has not begun. If information is provided in the future, a supplemental report will be issued.

Event description:
The reported information indicates that the daq box was not working properly, and the customer was alerted visually.

Manufacturer narrative:
The daq was returned for analysis where it was tested, and no malfunctions were found. As a precaution, the jack was checked for continuity with no findings as well. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned for evaluation. A product analysis has not been completed. If information is provided in the future, a supplemental report will be issued.

Event description:
The reported information indicates that the daq box was not working properly.